Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 7f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) interventional procedure. The sutures of two proglide devices were successfully pre-placed. Reportedly, the third proglide device stop [plunger] stopped and was unable to be pulled so that the thread [suture] didn't come out [difficult to retract plunger]. When the thread was successfully pulled, there was no entanglement [cuff miss]. The thread [suture] of the fourth proglide device didn't come out during step 3 [cuff miss]. The suture of a new proglide device was successfully pre-placed. The tevar procedure was completed using the same 7f sheath. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.